Event description:
It was reported that the device failed accuracy testing and was not charging. There was no patient involvement.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
While performing a review of additional information provided by the customer, the device did not exhibit failed accuracy. Per reporter the device exhibited failure to charge. There was no patient involvement. Given this new information a risk assessment was performed there was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. 3012307300-2023-12290 is no longer considered reportable, please disregard any reports associated with it.